Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned packaging confirms the reported event of a missing pin within the packaging. The root cause is attributed to human error. Nr(B)(4) has been opened to document the supplier scar (supplier corrective action request) due to the reported event. There was a correct typo for the quantity and amount at final inspection but do not believe this would have led to the part not being included in the package. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the item arrived at the office, the package which should have held a global osteotome guide pin, was empty. A hospital and surgery not involved.